Manufacturer narrative:
The field service engineer found the cell rinse was slightly too high and adjusted it. He confirmed the analyzer was running within specifications. The customer performed calibration and qc. The investigation did not identify a product problem. The cause of the event could not be determined. Reagent issues were excluded as the correct result was obtained using the sample reagent.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium results from the cobas 8000 c702 module. Sample 1 initial result was 1.32 and the repeat results from another analyzer were 2.49 and 2.29. Sample 2 initial result was 1.21 and the repeat results on a different analyzer were 1.71 and 1.74. The unit of measure was not provided. The questionable results were not reported outside of the laboratory.